Event description:
The user facility reported an increasing delta p during patient cooling. Follow up communication with the user facility reported the following: (1) with five minutes of bypass time and at 450mmhg the oxygenator was changed for a new one; (2) no blood loss for the oxygenator replacement was confirmed: (3) there was no significant delay in the procedure due to this incident; and (4) the procedure was completed successfully.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample did not find any formation of thrombus on the surface of the filter. The actual sample was rinsed, dried and subjected to another visual inspection. No anomaly or break was noted. The actual sample was built into a circuit with tubes, where bovine blood was filled and then circulated at each flow rate to determine the pressure drop. The obtained values were verified to be within the manufacturing specifications. Bovine blood was kept circulated in the circuit for 6 hours, no anomaly was not noted. Perfusion record was reviewed and found a decrease in the temperature, with the pressure (apm) @ 0mmhg it is assumable that the actual sample was changed out at this time no other anomaly was noted. Review of the manufacturing record and product release decision control sheet of the involved product confirmed there were no product related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).